Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. The cause of low bg was unknown. The customer received third party assistance from emergency medical technicians (emts), who provided intravenous therapy (IV) drip and stayed with the customer until they were stable to address bg. The customer also reported that they have bruising on their arm because of the low bg. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.